Event description:
According the reporter: the surgeon wanted to put the absorbable tacking device through a 5mm trocar. It stuck and after putting it out the edge, the tacking device was sharp and bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter: per additional information received during a tapp procedure the side where the tack comes out was sharp and bent. A new instrument was used. There was no injury to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during the product analysis. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.